Event description:
The clinician reports the implant was inserted (B)(6) 2022 in ada 8. On (B)(6) 2023, non-osseointegration was verified. Patient presented with inadequate bone quality/quantity. No product was returned to the manufacturer. At the event the patient experienced: pain and bleeding. No further patient complications were reported.